Event description:
The nurse said the bd nexiva tubing separated from the securement platform. The catheter securement assembly remained in the pt.

Manufacturer narrative:
Add'l info was requested from the customer, however, no info was available. The sample was discarded by the hospital. Upon completion of the no sample investigation, a supplemental report will be submitted. Date submitted: 04/01/2008.